Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: hysterectomy with lymphoidectomy, abdominal event description: a lymph node resection in lymphadenectomy after hysterectomy was being performed. The device stopped working, it did not seal when activated. There was no clinical impact for the patient. He finished performing the lymphadenectomy with the laparoscopy scissors and the standard bipolar. No other instruments were being used. Information received from applied medical representative via email 28jul23: as explained in the cer, lymph node dissection was being performed. The device had been used for about an hour and a half, the customer does not know the number of activations (approx. # of activations). The activation tone and end tone was heard. There were no thermal effects. Information received from applied medical representative via email 30oct23: the operating room supervisor at the [user facility] notified me on (B)(6) to pick up the defective device, she informed me that the surgery had been on the (B)(6) , possibly she was confused when telling me the date and the surgery was performed on previous week, (B)(6). The device is the one that was given to me and the information about the event was confirmed by the supervisor and the gynecologist, when I collected the information. Intervention: he finished performing the lymphadenectomy with the laparoscopy scissors and the standard bipolar patient status: favorable.

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy with lymphadectomy, abdominal. Event description: a lymph node resection in lymphadenectomy after hysterectomy was being performed. The device stopped working, it did not seal when activated. There was no clinical impact for the patient. He finished performing the lymphadenectomy with the laparoscopy scissors and the standard bipolar. No other instruments were being used. Information received from applied medical representative via email 28jul23: as explained in the cer, lymph node dissection was being performed. The device had been used for about an hour and a half, the customer does not know the number of activations (approx. # of activations). The activation tone and end tone was heard. There were no thermal effects. Information received from applied medical representative via email 30oct23: the operating room supervisor at the [user facility] notified me on (B)(6) to pick up the defective device, she informed me that the surgery had been on the (B)(6), possibly she was confused when telling me the date and the surgery was performed on previous week, (B)(6). The device is the one that was given to me and the information about the event was confirmed by the supervisor and the gynecologist, when I collected the information. Intervention: he finished performing the lymphadenectomy with the laparoscopy scissors and the standard bipolar. Patient status: favorable.